Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding and the numbers started ramping when pressing the up arrow button . She also stated that the device has had some cracks for a while. She stated she was in the rain for about an hour. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.